Event description:
Per the clinic, the patient experienced extrusion of the electrode array from the cochlear and auditory canal (date not reported). The device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed december 11, 2013. Device not returned to manufacturer.